Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement suspected by the patient having twiddlers syndrome. A new ra lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement suspected by the patient having twiddlers syndrome. A new ra lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.